Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One image was submitted for evaluation. Based solely on the aforementioned image, the catheter shaft appeared to have a fractured tip. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, a viewflex catheter was inserted into the right groin, and it was quickly identified that the images were poor quality. When the catheter was removed, the tip was observed to be broken. The catheter was replaced and the procedure was completed with no adverse patient consequences.